Event description:
It was reported that during an unscheduled follow-up the implantable cardioverter defibrillator (ICD) displayed a lead integrity alert (lia) due to noise on the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A d284drg, implantable cardioverter defibrillator (ICD).   (B)(4).